Manufacturer narrative:
Based on the information reported and the evaluation of the returned sample it can be confirmed that a section of the inflation tube did break. The returned sample consisted of the needle loop complex to anchor assembly only. No anomalies were found. A review of the manufacturing records has been conducted and there were no nonconformance issues found. The product met all specifications when released to stock. At this time no definitive conclusions can be made.

Event description:
The following was reported to davol by a sales representative: it was reported that during a procedure with the ventralight st with echo the inflation tube fractured while the surgeon was grasping the device at the needle loop and attempting to pull it through the abdomen. The detached tube was removed from the site without issue and the inflation tube grasped and pulled free. There was no adverse pt outcome as a result of this situation.